Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during basal delivery with multiple cartridges. Customer's blood glucose (bg) level was 32 mg/dl; cause was unknown. Bg was addressed via consumption of carbohydrates. Reportedly, the customer reverted to manual injections for insulin therapy.